Manufacturer narrative:
Concomitant medical products: 5076-52 lead was implanted on (B)(6) 2002. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right atrial (ra) lead exhibited a lead warning for high unipolar and bipolar impedance. It was further reported that an atrial polarity switch also occurred. The ra lead remains in use. No patient complications have been reported as a result of this event.